Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: it was reported that the output anomaly in the field was confirmed in the laboratory. Ate testing found the device to be normal. No anomaly was found. The cause of the output anomaly remains undetermined.

Event description:
It was reported that at implant there was a suspected output anomaly and high lead impedance. The device was not implanted.